Event description:
Patient received an implant on (B)(6) 2011, of a bifurcated device and two 34mm aortic extensions (reference manufacturer report number 2031527-2012-00034). A computed tomography scan revealed what was believed to be a proximal type I endoleak. On (B)(6) 2012, the patient was treated with a balloon expandable stent graft which did not completely correct the endoleak. The physician ballooned the proximal neck; however an endoleak remained. An angiographic image revealed the endoleak was a type iii between the junction of the two aortic extensions. The physician placed an aortic extension over the junction of the two devices and the endoleak was resolved.

Manufacturer narrative:
Device not returned, actual device not evaluated. Patient anatomy met the criteria for indications for use. Endoleaks are a known risk of the procedure. No conclusion can be drawn.